Event description:
It was reported that there were gradual increases in the right ventricular (rv) lead impedance and thresholds over several months. The lead was exhibiting high lead impedance and the patient was reported to be very anxious about the lead and requested the lead be replaced. A planned lead replacement was reported, however the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).